Event description:
The device was used during a laparoscopic hernia repair. The tip of the instrument broke off. It got stuck inside the trocar canal. There was no consequence to the pt.

Manufacturer narrative:
H4:d5: information unavailableh6: code 100(other): the instrument was recieved with the cartridge and the calm shell sleeve broken off of the instrument. It was concluded that the instrument was not in the non-articulated position, at zero degrees, when it was attempted to be removed from the trocar cannula.based upon the inquiry information received and the visual examination, it was concluded that the articulation clam shell sleeve had become broken during surgery, making the instrument non functional. The instrument was received with no cartridge or articulation clam shell sleeve present. The instrument was examined and was found to have been properly assembled but was not functionally tested due to the broken articulation clam shell sleeve. It was concluded that the articulation clam shell sleeve may have become broken due to the articulation joint not being at the 0 degree position upon removal from the trocar sleeve causing the clam sleeve to break and become separated from the articulation joint. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The articulation sleeve and articulation assembly may become damaged or compromised, if the unit is not articulated to zero degrees when removed from the trocar.